Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked what was the cause of the inability to connect and the "internal device has lost all data, contact clinic"/"cannot find device" message, the hcp noted the patient wasn't allowing the device to properly "turn on" before using. As a result of the device issues, the patient was reeducated regarding access of the device. The device issues were resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went to use their handset and communicator but it showed a ¿communicator cannot connect¿ message. Sometimes it showed ¿cannot find the device.¿ in addition, ¿lost all data, contact clinic¿ message was seen. When the patient used the handset during this report, it showed a ¿internal device has lost all data, contact clinic¿ message. The patient mentioned that, since implant of the device on friday (B)(6) 2019, they had been wetting themselves. They were redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information.